Manufacturer narrative:
The reported reader (B)(4) was returned and investigated with retained test strips. Visual inspection was performed on the returned reader and no issues were observed. Control solution test was performed and all results were within range specification. The reported test strips have not been returned at this time. If the reported strips are returned, an investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre built in meter. Customer reported receiving readings of "lo" (less than 1.1 mmol/l), and 4.7 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. In addition, it should be noted that the reader is designed to report readings of 1.1 mmol/l to 27.8 mmol/l. It should be noted that this meter does not give numeric value for readings less than 1.1 mmol/l. A "lo" display message indicates a reading less than 1.1 mmol/l. The device manufacturer date for the reported reader is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre built in meter. Customer reported receiving readings of "lo" (less than 1.1 mmol/l), and 4.7 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Serial number has been updated based on the investigation. At this time product has not yet been returned and the provided serial number was deemed invalid. The serial number has been updated based on the investigation. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the fs libre reader was reviewed. The dhrs showed the fs libre reader passed all tests prior to release. The DHR for the precision strips was reviewed and the DHR showed the strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre built in meter. Customer reported receiving readings of "lo" (less than 1.1 mmol/l), and 4.7 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.